Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the device will not be returned for evaluation because this complaint was issued through brazil's anvisa and the customer has not been identified therefore it is not possible to request or obtain a sample to evaluate.

Event description:
Customer reports: the guide is bending to the part that is inside the patient, not allowing the flow of diet. It can be painful for the patient.